Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. The programmer was clinically out of specifications as the lcd backlight did not light up, and the screen was hard to read. Additionally, parts of the screen exhibited damage consistent with overheating. The inverter and its cover were replaced, then the programmer passed all incoming tests.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. The programmer was clinically out of specifications as the lcd backlight did not lit up and screen was hard to read and parts were melted and overheated. The inverter and its cover were replaced then the programmer passed all incoming tests.